Event description:
It was reported that the ilet user contacted support for high blood glucose and announced a meal to self-correct, and education was attempted regarding the correct protocol for treating hyperglycemia; this reflected a usage issue consistent with an improper or incorrect procedure involving the user interface. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified related to using meal announcements to correct elevated bood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.